Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical lighting system, and identified that the screws which hold the spring arm cover in place were missing. Additionally, the guides were bent but did not detach from the lighting system. The technician replaced the bent guides and re-secured the spring arm covers, tested the lighting system, and confirmed it to be operating according to specification. The system was returned to service and no additional issues have been reported. Section 1 of the harmony vled 585 surgical light's operator manual states, "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The arm covers are made of lightweight plastic and only serve to protect the internal mechanism of the spring arm while providing a smooth surface for exterior cleaning. The guides are designed to hold the cables inside of the arm covers in place.

Event description:
The user facility reported pushing the monitor arm on their harmony vled 585 surgical light when the spring arm cover detached and made contact with an employee. No medical treatment was sought or administered. No report of procedural delay or cancellation. The sterile field was not compromised due to the reported event.